Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving lioresal 2000mcg/ml at a dose of 500.5 mcg/day. The indication for use (IFU) was listed as intractable spasticity. The patient's catheter was changed out on (B)(6) 2015. On (B)(6) 2015 the patient was considered loose and was referred back to their managing provider. The week of (B)(6) 2015, the patient reported a spinal headache so a blood patch was scheduled for (B)(6) 2015. On (B)(6) 2015, the patient was seen in the emergency room for swelling back and leaking fluid from incision. The patient was hospitalized overnight. The patient was told that the 'hole' was too large for a blood patch and to wear an abdominal binder. The patient was to follow-up with a neurosurgeon) on (B)(6) 2015. On (B)(6) 2015, the patient was seen and the area was swollen and tracking to pump site. The patient was instructed to return on (B)(6) 2015. The symptoms were ongoing. Additional information received from a company representative. The patient's pocket and back had pockets of cfs (cerebrospinal fluid) due to a csf leak. The patient's hcp sutures in the back to help seal up leak in addition to duraseal. The hcp asked for a pressure dressing, and an abdominal binder. The hcp aspirated the catheter, and tried to shoot normal saline under pressure to see if he find a catheter leak. There were no leaks noted. Refer to MFR report number 3007566237-2015-03363 for event that led to a catheter replacement.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative reported the patient had an elevated area in back again that was actually leaking fluid. The doctor was considering putting in a drain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from an hcp via a company representative reported that the pump was taken out last (B)(6) 2016, and there was a "huge seroma". When they took out the pump, they cultured the fluid and found candida albicans.